Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported when the customer bolused, the pump would jump to fill cannula. Customer declined to troubleshoot with tandem technical support. No reported adverse impact to the customer's blood glucose.